Event description:
It was reported that sec set no ports w/hanger dehp free was missing a component. The following information was provided by the initial reporter: material no: 11448964 batch no: 20025855 . It was reported, that when the nurse opened the packing, only tubing was there. There was no end on the set.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 08/17/2020. Investigation conclusion: the customer's report of a missing end of set was confirmed based on the customer provided sample. The sample showed an absence of the micro luer lock macro tube (component# tc10008162). A sample has been received and the root cause was identified as a misassembly of the set during the manufacturing process. A device history record review for model 11448964 lot number 20025855 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec set no ports w/hanger dehp free was missing a component. The following information was provided by the initial reporter: material no: 11448964, batch no: 20025855. It was reported, that when the nurse opened the packing, only tubing was there. There was no end on the set.